Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The present screwdriver was analyzed for conformance to print specifications as well as the device history records were researched; abnormal findings were not found. Manufacturing and inspection records indicated not problems with the reported lots. The broken surface is homogenous which indicates material conformity. Based on these findings, it is concluded that the cause of the failure is not due to manufacturing non-conformances. These findings are indications that too much torque was applied onto the instrument during tightening of a screw. No product or material related conditions were found.

Event description:
Tip of instrument is broken off. This is 1 of 1 report for complaint (B)(4).